Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination found that the stent was damaged. The stent was severely distorted and stretched a distance of 10mm past the distal tip. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified with this device during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous unspecified artery. A 2.25x32mm promus element plus was advanced and it was noticed that the distal portion of the stent got stretched upon adjusting to position the stent for deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous unspecified artery. A 2.25x32mm promus element plus was advanced and it was noticed that the distal portion of the stent got stretched upon adjusting to position the stent for deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.